Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. H3 other text : device not returned.

Event description:
*This pi is for the right hip. It was reported by the attorney, through the filing of a legal claim, that the patient underwent a right total hip arthroplasty on (B)(6) 2015 where she was implanted with a stryker hip system. Its further alleged that the hip failed and was revised on october (B)(6).

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Additional devices listed in this event: catalog: 2030-6530-1, description: 6.5 cancellous bone screw 30mm, lot: mnpt4l. Catalog: 6570-0-232, description: delta v-40 ceramic head 32/+4, lot: 47552102. Catalog: 502-03-50d, description: primary tritanium hemi cluster hole cup 50mm, lot: mnpt4l . Catalog: 6720-0435, description: size 4 accolade ii 132 deg, lot: 50062203. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
This pi is for the right hip. It was reported by the attorney, through the filing of a legal claim, that the patient underwent a right total hip arthroplasty on (B)(6) 2015 where she was implanted with a stryker hip system. Its further alleged that the hip failed and was revised on (B)(6) 2018.